Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic bilateral salpingectomy procedure, the teflon pad from the grasping section of the device peeled back exposing metal. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and provide the device manufacture date. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit.